Event description:
The ge oec 9800 fluoroscopy system operate correctly. Several system reboots did not correct the issue. The system was inoperable.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a poor connection to the touchscreen. The connection was re-seated to restore operability. The system was tested, and operates as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was caused by this malfunction.